Manufacturer narrative:
Date of event: (B)(6) 2021, date of report: 10feb2021.

Event description:
The customer reported oxygen (o2) leak inside the equipment. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
The field service engineer (fse) replaced some rubber rings and solenoid parts (ring kit, valve, o2 solenoid) where the o2 can leak. This resolved the o2 leak. The unit was tested, and it was returned to service. This was repaired before the gas delivery system assembly was returned and tested by the manufacturer for failure investigation (fi), where the fi technician couldn't duplicate the issue.

Manufacturer narrative:
During an evaluation, the field service engineer (fse) found a power issue and some damage to the cooling fan. The damaged chassis that contained the fittings of the cooling fan was replaced, and the power supply, printed circuit board assembly (pcba) power management, alternating current (ac) power inlet, and printed circuit board assembly (pcba) motor controller was replaced to resolve the power issue. The alleged issue remains unsolved; the (fse) will continue the investigation to resolve the oxygen leak (o2) issue.

Manufacturer narrative:
The gas delivery system (gds) was returned to the manufacturer for failure analysis. Failure investigation technician could not duplicate the o2 leak failure.

Manufacturer narrative:
G4:24feb2021. B4:25feb2021. H11:g5:k102985 h10: the field service engineer (fse) could not replicate the issue. During servicing, the fse identified that the power board seems to have short-circuited when he tried to power the system. The equipment continues with the battery disconnected. The remote service engineer (rse) advised the replacement of the flow sensor and top cover. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.